Manufacturer narrative:
The reported complaint of quattro catheter leak was confirmed. A bonding leak was observed at the distal end of the medial 1 balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent defect in the bond. Visual examination of the returned catheter was performed. No physical damage was observed on the catheter. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no similar history of complaints reported for quattro catheter with lot number 93275.

Event description:
The female patient underwent ivtm treatment. The quattro catheter was inserted into the right femoral vein. The patient was rewarmed and was being maintained at normothermia when the nurse observed almost an empty saline bag. No saline fluid was noted on the patient bed or under the console. The saline bag was replaced, however, the bag was noted empty following morning and was replaced again. The quattro catheter was not replaced as patient rewarming was completed. No patient harm or consequence reported on this event.